Event description:
It was reported that during a tympanomastoidectomy surgery, the console device displayed an e2 and e5 error code when in use with a motor device. The reporter clarified that the devices were in use for "a while" before the error codes were displayed. As a result, there was an hour and a half delay to the surgical procedure. The patient was under anesthesia for an additional hour and half longer than needed. There was no spare device available on-site. A spare device was borrowed from a different facility. It was unknown if medical intervention was required to preclude patient injury. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.